Event description:
The customer reported being hospitalized for high blood glucose of over 500 mg/dl. The customer stated that the events leading to his admission was severe dehydration. The customer has been working outside and his glucose level was running high. The customer's most recent glucose reading was 251 mg/dl, and he has treated with manual injections. The programming, time, and date were correct. Ran a fixed prime test and the test passed. The customer stated that she still is using antibiotics, which may have caused his glucose level to rise. The customer stated that he has been changing the infusion sets very often. The customer called back to perform the high pressure test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.